Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gynecological surgery, at the time of stapling, the stapler did not work or recharged. The stapler was stuck. The device was not able to fire. The surgeon was able to press the green button. There was a loading and unloading issue. Another device was used to resolve the issue in order to complete the case. There was no patient injury.